Manufacturer narrative:
B5 describe event or problem, corrected data: company representative was aware of the generator explant prior to initial report submission; this information was inadvertently not included in the initial report. D7 if explanted, give date, corrected data: company representative was aware of the generator explant date prior to initial report submission; this information was inadvertently not included in the initial report.

Event description:
Information was received indicating that the generator was explanted due to infection. The patient has been referred for lead explant due to the infection persisting. No additional surgical intervention has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient is being scheduled for vns explant due to infection. It was noted that the patient picked at the generator incision site, causing the infection. Device history record for both the generator and the lead was reviewed. Both devices were sterilized prior to distribution. No unresolved non-conformances were found. Product return and device evaluation is not necessary as the reported infection is not related to the functionality or delivery of therapy of the device. No known surgical intervention has occurred to date. No additional relevant information has been received to date.